Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: it was reported from the site that the patient¿s back up controller fell by mistake and has visible damage on the external case. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed damage to the housing, confirming the reported event. The most likely root cause can be attributed to the patient accidentally dropping the controller, as alleged in the event details. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient¿s back up controller unit fell by mistake and now has visible damage on the external case. It was stated that there was no effect on the patient and the controller was replaced. No additional information available.